Manufacturer narrative:
The device was received for evaluation. During functional testing, reported problem of "nuisance occlusion alarm" was not reproduced. Evaluation had the device sent to flow line for upstream occlusion testing and downstream occlusion testing with a passing result. A review of the event history log revealed multiple occurrences of downstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed nuisance occlusion alarm during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.